Event description:
It was reported that following the completion of an ablation procedure, the physician noticed that the tip was missing from the vl bright tip bare fiber of the varilase standard procedure kit. Account reported that the patient was sent to the hospital to have the tip excised, and was treated with anti-biotics.

Manufacturer narrative:
Continued evaluation of the varilase kit used in the event reported is in progress. This report is subject to change pending the results of the final investigation and device evaluation.